Event description:
Customer stated panorama central station shut down, which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacements of the system's hard drives, capacitors on the motherboard, and power switch. System was calibrated and safety tested to factory's specifications.